Event description:
On an unreported date in (B)(6) 2003, the patient began peritoneal dialysis (pd) treatment. On an unreported date in 2010, the patient developed peritonitis. On an unreported date, a peritoneal effluent culture was performed, which revealed "no growth". The patient was diagnosed with sterile peritonitis. It was not reported if a peritoneal effluent analysis was performed or if the patient received antibiotic therapy. On an unreported date, the patient was switched to hemodialysis. The outcome for the event was not reported. Concomitant medications were not reported. The nurse stated the event of sterile peritonitis was unrelated to pd therapy. The root cause of the sterile peritonitis was unknown.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the emdr as the product code and lot number are unknown.